Event description:
It was reported that pump experienced malfunction alarm with malfunction code 16, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to let malfunctioning pump battery fully deplete and return pump within 10 days using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.